Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of related events.

Event description:
It was reported that 48 hours after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke. The patient had an extension of a previous pontine stroke, no extension of a prior left frontal lobe stroke but two new white lesions in the left occipital lobe which are embolic. The patient was on dual anti platelet therapy. The physician stated that the patient had worsening symptoms and remains on medical management.